Manufacturer narrative:
Manufacturer's service technician found tubing crimped. No parts replaced.

Event description:
The customer reported the ventilator was failing pre-operational testing because it could not open the exhalation autozero solenoid. The manufacturer's service technician noted a diagnotic code in the ventilator log history that indicated there was a vent inop due to an exhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The service technician reported finding tubing crimped between the 3 station solenoid and the sensor board. The crimped tubing was resolved and applicable final testing was completed. All tests passed per operating specifications.